Manufacturer narrative:
The finalized radiometer investigation of the received datalogs did not find a satisfactory explanation for the deviant measurement. The investigator was also not able to identify a root cause of the reported false low ph measurement and has concluded the root cause of the incident as unknown.

Event description:
According to complaint a possible discrepant ph result reported 14:20 on 25/05/21. A sample was run at 10:13 on (B)(6) 2021 and the ph result was lower than expected. Another sample was run on another analyzer at 11:02 and this gave a normal ph result. Samples have since been run without issue so it is suspected that it is a one off result. From the screenshots provided by the customer the error "sensor cassette maintenance by analyzer has been interrupted" is present on the discrepant result. The patient sample run at 10:13 (B)(6) 2021 gave a low ph value of 6.821. When a sample from the same patient was run on another analyzer it gave a normal result with a ph of 7.315 (sample run at 11:02 (B)(6) 2021).